Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit does not properly mesh. The comb, side plates, bearing and spring pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). G2 foreign: japan once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during kit inspection the device did not produce a proper mesh. There was no patient involvement. Due diligence is complete. No adverse events were reported as a result of this malfunction.